Event description:
"Failure of previously placed total hip components secondary to erosion and osteolysis of proximal femur and acetabulum with significant bone loss and subsequent loss of fixation, tear of prosthetic components."